Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 was broken¿. Please note: this style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The depth limiter was attached and trimmed. The delivery needle showed no damage. T1, t2 and full suture were returned freed from the device. All were tainted. T1 and t2 had been cinched. There was suture inadvertently wrapped and cinched around one anchor body. The condition is not conducive to securing the anchor. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, after t1 and t2 advanced, it was found that t2 was broken. A backup device was available to complete the procedure with no delay and no patient injuries.